Event description:
The customer reported the system will not boot. No pt injury was reported.

Manufacturer narrative:
The ge service rep found a pinched wire at x-ray tube thermal switch. He ordered the parts to replace on the system.